Manufacturer narrative:
The customer did not supply the patients' demographics such as ages, dates of birth, sexes and weights. The customer mentioned that reagent lot 532473 may have been in use as well during that time period. Reagent lot 532473 was manufactured on 11-31-2015 and expires on 10-31-2016. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access free t3 reagent was returned for evaluation. Beckman coulter has determined through customer feedback and internal testing that the access free t3 reagent lots greater than or equal to 524087 manufactured after june2015 and reagent lots greater than or equal to 570090 manufactured after august2015, demonstrates an upward shift of 10-14% in the patient s results across the reference interval when compared to the results generated with reagent lots manufactured prior to the june 2015 production lots. This change is expected to be maintained for all future lots. Field safety notice - (B)(4) were circulated to all affected customers worldwide via hard copy distribution starting from 09jun2016, through e-mail 10jun2016, and distribution started in (B)(4) on 17th june. Per field safety notice customers using affected access free t3 lots greater than or equal to 524087 and greater than or equal to 570090 are instructed to discontinue using these lots until the laboratory either: verifies that current in use access free t3 reference interval is appropriate; or adjusts or established a reference interval. Appropriate geographies national competent authorities have been informed of this field safety corrective action.

Event description:
The customer reported obtaining elevated free triiodothyronine (access free t3) results for two patients on a unicel dxi 800 access immunoassay system (serial number (B)(4)) that were discordant to three other methodologies and the patient clinical files. The samples generated elevated results, above the assay's normal reference range. The sample corresponding to patient 1 was tested two additional times on two additional instruments. The sample corresponding to patient 2 was tested one additional time on an additional instrument. The customer could not provide specific information on which analyzers were in use for these events. The customer also analyzed the patient samples on three alternate methodologies (siemens, abbott and roche) and obtained discordant, lower free triiodothyronine results within those assays' normal reference ranges. The patient's human thyroid-stimulating hormone (access htsh) and free thyroxin (access free t4) results were within normal reference ranges for both patients. The access free t3 results were not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration and qc (quality control) was recovering within expected ranges at the time of the event. No hardware errors or other assay issues were reported in conjunction with these events. The patients' samples were collected in pro-coagulation tube and were centrifuged at 3,500g (g-force) for eight (8) minutes at 20 degrees celsius. No issues with sample integrity were reported by the customer.